Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a patient treated with a ped3 pipeline had braid change reported at the 1 year follow up imaging on (B)(6) 2022. Per the aneurysm study device crf, the pipeline vantage device was successfully implanted and at the end of procedure on (B)(6) 2021. Subject was discharged to home/self-care on (B)(6) 2021. No symptoms were reported by the site. Baseline aneurysm characteristics: unruptured and untreated right internal carotid artery (ica) c6 sidewall and saccular aneurysm me asuring 6.6mm x 5mm with max diameter of 5.5mm and neck size of 4.8mm.